Event description:
The pt presented an unstable knee six weeks post-operation. Upon x-ray and physical exam the surgeon elected to perform a revision 6 weeks after the initial procedure. The surgeon removed the screws, observed the graft was torn, and repaired the graft using a different procedure. The surgeon believes that the graft may have been torn due to the uneven edge on the screw thread.